Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) explanted. It was further explained that the fluid loss was identified because the device had malfunctioned and the device stopped cycling.